Manufacturer narrative:
Returned device was received in used physical condition. During the evaluation of the device, the bag was leak tested and no leaks were found. The returned device was fully functional. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical cadd medication cassette reservoir had leakage along the cassette's tubing. No adverse patient effects were reported.